Event description:
The complainant reported that a therapeutic hcc was performed on a pt (age and gender unknown) with a "cerotic" liver. During the procedure a radio frequency ablation was performed percutaneously, with the aid of a metal attachment. Roll off was completed at the distal portion of the lesion with the device half deployed. Roll off was also done at the same region with the device fully deployed. The needle was then pulled back about 1 cm. The clinicians then performed roll off at the proximal portion of the lesion with device half deployed, and then performed at full deployment. It was reported that during the third ablation at the proximal portion of the lesion at 60w for one minute, a 3cm burn was noted on the pt's stomach. The burn was observed to be brown and in the shape of the metal attachment that was used with the device. The burn was reported to be a second degree burn with redness. The burn was rinsed and an antibiotic ointment was applied daily.